Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer was trying to bolus when the device alarmed. Customer's blood glucose was 26 mg/dl. Customer stated the issue was resolved with a set change and was unable to perform troubleshooting. No further information reported.